Manufacturer narrative:
Device returned to manufacturer: the device was returned for evaluation. A kink was observed in the sheath assembly at 12.3 cm from femoral marker to the proximal end and in the imaging window at 98.5 cm from femoral marker to the distal end. Imaging window was found flattened near the guide wire exit port. The telescope assembly was not able to properly pull back, advance, and retract due to windup. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core wind up and broken drive shaft in the telescope assembly was observed during x-ray analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip of the catheter was stuck in lesion. During a percutaneous coronary intervention, an opticross imaging catheter was used to diagnose a 90% stenosed target lesion located in a mildly tortuous and mildly calcified right coronary artery. Diffuse lesion length was about 70mm and the tapered vessel diameter was about 3.0mm. The physician attempted the telescope to move back to its original position after the pullback but failed to do so. This device was compelled into the guide catheter without moving it back to its original position. But suddenly, the tip of the catheter dug into the lesion and was unable to be removed. Thus, the physician forcibly moved the telescope back to its original position to successfully take off the catheter from the lesion, but the image did not appear. The procedure was completed with another of the same device and the patient's condition is stable after treatment.

Event description:
It was reported that the tip of the catheter was stuck in lesion. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to diagnose a 90% stenosed target lesion located in a mildly tortuous and mildly calcified right coronary artery. Diffuse lesion length was about 70mm and the tapered vessel diameter was about 3.0mm. The physician attempted the telescope to move back to its original position after the pullback but failed to do so. This device was compelled into the guide catheter without moving it back to its original position. But suddenly, the tip of the catheter dug into the lesion and was unable to be removed. Thus, the physician forcibly moved the telescope back to its original position to successfully take off the catheter from the lesion, but the image did not appear. The procedure was completed with another of the same device and the patient's condition is stable after treatment.

Manufacturer narrative:
(B)(4).